Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 10 mg/ml concentration at 1.5 mg dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient was not receiving good therapy. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Dye study was performed: inconclusive. Catheter replacement surgery was performed on (B)(6)2019. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the patient developed what appeared to be a buildup of fluid under the skin near the spinal incision. She also reported severe headaches about two weeks prior to (B)(6) 2019. A catheter revision was planned for (B)(6). The healthcare professional (hcp) operated to examine the possible cause of the swelling near the spinal incision/segment. A dye study was also performed which was successful. No leaks were found in the catheter. The hcp resutured the anchor and used dermabond in an effort to offer as much protection as possible in the fascia. No further complications were reported.